Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an onsite visit, the bronchovideoscope failed a leak test, indicating incorrect reprocessing practices. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it¿s likely there was difference in handling/reprocessing steps for the subject device between olympus recommendation and user understanding. The ess provided a reprocessing in-service to the user facility staff. Additionally, the customer noted they do not have the proper containers for use with high-level disinfection to reprocess a leaking scope and will be disinfecting the scope in the oer-pro. Olympus will provide an additional in-service to go over reprocessing a leaking scope. The following is included in the instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.